Event description:
Nurse in critical care unit was diluting dose of fenphergan with saline. Noticed leakage due to crack in syringe barrel prior to giving medication to patient.

Manufacturer narrative:
Evaluation summary: a crack was confirmed in barrel side wall of the signle device returned. Visual inspection showed a longitudinal crack of approximately 1 inch in length. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at a chronic low level.